Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the result in a supplemental report.

Event description:
On august 31, 2006, the lay user/reporter, the pt's mother, contacted lifescan (lfs) alleging the one touch ultra meter was giving the error 4 error message. On september 1, 2006, the technical service rep (tsr) spoke with the reporter to obtain and verify info. In 2006, at 8:30 pm, the pt obtained the error message error 4 on the reported meter seven times, she did not obtain a blood glucose reading. This was the first time the error message occurred. At that time, the pt was experiencing no symptoms of high or low blood glucose levels, however was 'in a panic' due to the recurring error message on the reported meter. The pt took no action following the use of the meter. After 9:00 pm, the pt visited the physician in her hotel in turkey. The physician ordered lab blood tests, and the pt's blood glucose level was 32 mg/dl. The physician did not treat the pt, but did advise her to drink cola and eat cookies. Earlier on the day of the event, the pt had obtained blood glucose readings as expected, specific results unk. The pt's expected blood glucose values are between 90 mg/dl and 110 mg/dl. The pt had taken her normal meals and medications during that day. She does not have a backup meter. The pt takes an unspecified type of insulin on a sliding scale, based on meter readings. The tsr determined during the troubleshooting telephone call that the pt's testing technique was correct and the test strips were within expiration dating and in good condition. The tsr also determined the meter may have been used in very high room temperature, outside of the meter specifications of 43 to 111 degrees f; not within the acceptable range as was originally documented. The error message issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The pt obtained several error 4 messages on the reported meter, was unable to obtain a blood glucose reading, and later she was hypoglycemic and required medical attention and treatment with food. Therefore, this complaint is being reported as an adverse event.